Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device. The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During a supraventricular tachycardia procedure with induced av nodal reentrant tachycardia and atrial flutter, a pericardial effusion occurred, requiring a pericardiocentesis. The physician alleges that the pericardial effusion was caused by the rv response jsn catheter during the ep study using isoprenaline. Post procedure the patient was bradycardic and hypotensive while groin pressure was being applied. An ultrasound was performed, and a pericardial effusion was noted. It was assumed to be located in the right ventricle. A pericardiocentesis was performed and the patient stabilized. The physician stated that he does not believe the adverse event was related to the ablation catheter.

Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.